Manufacturer narrative:
Further information was requested, but not received did not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's lead was found to have noise, which prevented successful radiofrequency telemetry. No over-sensing was reported and a lead insulation breach was alleged. Corrective programming changes were made. The patient was stable throughout.

Manufacturer narrative:
Correction: h6: codes should not include interrogation problem code as previously reported.